Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the footswitch stopped responding to the commands during a cataract extraction procedure. There was no error message displayed. Another footswitch was used to complete the procedure. However, the surgeon was unaccustomed to the new footswitch and the pt experienced a posterior capsule rupture. The surgeon intended to use an intraocular lens model that corrected for astigmatism but instead a monofocal lens was used for implantation. Add'l info has been requested.